Event description:
It was reported that a spinal cord stimulation (scs) patient underwent a revision procedure where the leads were replaced because they were fractured, as confirmed via x ray, which resulted in high impedances and loss of coverage. Reprogramming was attempted a few weeks prior; however, the stimulation coverage remained inadequate. The patient also requested magnetic resonance imaging (MRI) compatibility. The patient was stable following the procedure and is reported to be doing well and with adequate coverage. The facility indicated that the device will not be returned, as it was disposed of.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7085286. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4).